Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer had a loss of communication between the pump and the mobile application. Troubleshooting was performed and the customer was not able to resolve the communication issue. No harm requiring medical intervention was reported. The device will not be returned for analysis.